Event description:
According to the reporter: when the surgeon fired the first reload, the beam of the reload did not return to its original position and jaws did not open after the surgeon pulled the black knob all the way back. The instrument was removed with a blade after the tissues around the instrument were clamped using an artery clamp and sutured. Surgery time was extended 30-40 minutes. No blood loss of more than 250 cc, and no further pt details are available.